Manufacturer narrative:
H6=broken blade. Eval summary:the analysis results confirmed that the device was rec'd with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a lap bowel resection, the surgeon used the shear during take down of mesentery. When he activated the device near ima, he found that the blade tip of the device broke into 2 pieces. No pt consequence.